Event description:
It was reported that during a lap gastric bypass procedure, the device hissed when new instruments were introduced. The smudging was also bad when removing and inserting the scope. The same trocar was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary - the analysis results found that the b12lt instrument was received with the inner seal assembly deformed. A leak test was performed and the instrument was noted to leak during insertion and removal of the test probe. Additionally, the lens was noted to be cracked the reported "smudging" issue could not be evaluated as the instrument was returned with excessive dried body fluids throughout the seal mechanism. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the found failure. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.